Manufacturer narrative:
B5 - additional information received additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that treatment added- medications and spinal surgery (previously reported).

Manufacturer narrative:
D1, d4: product identifiers are unknown g4: product identifiers are not known. Hence, 510k# is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. An assessment for product/therapy/procedure relatedness was made by the sponsor - different from investigator relatedness was given as below: procedure - causal relationship identify the procedure - index surgery device - possible an assessment for product/therapy/procedure relatedness was not made by the cec. It was reported that post-procedure, the patient has acute lumbar radiculopathy. Patient had an acute onset of weakness and numbness in right lower extremity post operatively. The patient's CT scan showed compression along the right l5 nerve root due to screw impingement along medial and inferior l5 pedicle. Additional surgery was performed on (B)(6) 2024. Were any diagnostic tests performed: yes diagnostic test on (B)(6) 2024 clinically significant - yes : patient is status post transpedicular screw and rod fixation of the l4-s1 spine with interdisc device. The right l5 pedicle screw traverses the medial side of the pedicle and superior medial side of the right neural foramina re sultingin moderate foraminal narrowing. Spinal levels: l5-s1; l5-s1 did the ae result in any treatment: yes was a concomitant medication administered or adjusted due to this ae: yes did the physician require the subject to wear a brace: yes was the ae treated with physical therapy: yes what was the type of procedure: spinal relevant patient medical history: sagittal plane imbalance, spinal stenosis, radiculopathy, spondylolisthesis, spinal instability ,n eurogenic claudication, asthma, tinnitus, gastroesophageal reflux disease, left ear, blood clot lump (cauliflower ear), orif clavicle fracture, right vasectomy on (B)(6) 2024 additional information was received on 2024-jun-20: update: what is the ae term : nerve root compression what is the ae description he had an acute onset of weakness and numbness in right lower extremity post operatively. The patient's CT scan showed compression along the right l5 nerve root due to screw impingement along medial and inferior l5 pedicle was a neurological exam completed yes identify the additional surgery additional surgery, on (B)(6) 2024 computed tomography on (B)(6) 2024: patient is status post transpedicular screw and rod fixation of the l4-s1 spine with interdisc device. The right l5 pedicle screw traverses the medial side of the pedicle and superior medial side of the right neural foramina resulting in moderate foraminal narrowin on (B)(6) 2024_e1 (rep): additional information was received from the manufacturer representative that there were no malfunctions with the other products. No causal relationship with other products. Screw was not removed, only revision was done. On (B)(6) 2024_fu mpxr (rep): additional information was received from the manufacturer representative that patient had an acute onset of weakness and numbness in right lower extremity post operatively. The patient's CT scan showed compression along the right l5 nerve root due to screw impingement along medial and inferior l5 pedicle. This resulted in prolongation of existing hospitalization.

Manufacturer narrative:
B5 - additional information received h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the screw was destroyed.